Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30814236l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 67-year-old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. Pvi was performed in an af procedure, the presence or absence of pericardial effusion was confirmed with an ultrasound machine after completion of pvi, a small amount of pericardial fluid was confirmed. This occurred approximately after three hours from the start of the procedure. The procedure ended at the time. Pericardial drainage was performed, and the patient recovered. Atrial septal puncture was performed by rf needle (lifeline). Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was default. The physician's opinions on the relationship between the event and the product is that since the blood pressure decreased from the beginning of pvi, the cause may have been created at the time of septal puncture. There was no particularly strange feeling point during pvi, and so what caused the pericardial effusion is unknown. No abnormalities were observed prior to use or during use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. The patient outcome of the adverse event is fully recovered with no residual effects. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during. It was unknown whether there was any extended hospitalization. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.